Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that due to skin inflammation customer was visiting doctor's office. Blood glucose was 300mg/dl. The customer did experienced the symptoms such as redness, inflamed, yellow discharge below the tape, odd smell on lower back. The product will not be returned for analysis.